Event description:
During inspection of the consignment kit on an unk date, the screw fell apart. Event is not associated with pt contact or surgery.

Manufacturer narrative:
Investigation is pending. Product has not been used.